Event description:
On (B)(6) 2014, the healthcare professional/reporter in (B)(4) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings. The patient obtained the blood glucose reading of 325 mg/dl on the reported meter and a laboratory result of 153 mg/dl. The patient did not report experiencing any symptoms or medical attention. As the test results fell outside expected values for meter-to-lab accuracy testing this complaint is being reported. Here was no indication that the product caused or contributed to an adverse event.